Manufacturer narrative:
(B)(4). A review of returned angiogram images during implant revealed that the main device was brought up the left side and was deployed just below the renals. The patient¿s ulcer was noted on the right side of the abdominal aorta beginning approximately 6cm below the level of the renals. The contra limb opened on the patient¿s right side. The ipsi limb was seen positioned into the left common iliac artery and the contra limb was positioned into the right common iliac. Contrast injection from above the renals showed contrast outside the stent graft near the level of the flow divider. This was primarily seen on the right (ulcer) side near to where the proximal contra limb was jutting out laterally 5mm (relative to the bifurcate aortic body) near the bottom of the neck and into the ulcer. The endoleak was then interrogated. The catheter injector tip was seen pulled down into the flow divider and contrast was injected into the right/contra limb and also up against the right lateral wall of the aortic body just above the contra limb proximal stent. Again contrast was seen coming across the fabric on the right side of the flow divider. The next image showed that two other manufacturer¿s stent graft limbs of similar length and diameter were seen implanted and relined across the entire endurant stent graft system. The limbs were placed proximally at the level of the proximal bifurcate graft margin, and distally into each iliac limb extending distally beyond the endurant limbs to the iliac bifurcation. Final angiogram showed resolution of the endoleak. Both limbs were patent and no other stent graft issues were observed. The exact cause/type of endoleak seen during the procedure could not be confirmed from the images provided. This may have been a type IV but cannot rule out a type iii fabric. It is unclear if the abrupt change in the stent graft, near the bottom of the neck where the fabric jutted out, may have contributed to the endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer. The aortic neck was 22 mm in diameter and 45 mm in length. An endurant 25/16/124 was placed via the left side and an endurant 16/16/93 contralateral limb was placed a few mm distal from the flow divider. The stent graft was post ballooned with a reliant balloon. The two legs were ballooned with two reliant balloons as a kissing balloon technique. During the procedure that was performed routinely, there were no abnormalities observed. The final angiogram was made and a type iii endoleak, fabric was observed just above the flow divider on the right lateral side. The physician stated the cause of the endoleak is unknown. Extra images were made, to visualize the problem. The physician decided to place another manufacturer's stent graft on the left and right. After this procedure the endoleak was not observed. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Recall of unused product only.

Event description:
Additional information received. The physician stated that the patient had their last follow up a few months ago. The patient is doing fine and no new events were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.